Event description:
It was reported, ¿didn¿t work so good he is dead!¿. No other information was provided. It was later reported according to the health care provider¿s (hcp) chart the patient was marked deceased but no notes were placed in the file surrounding the patient¿s death. No date was available in the patient¿s chart. The hcp had last seen the patient on (B)(6) 2013 at which time a ¿pump-ogram¿ was done which showed everything was working fine/functioning properly. The hcp at that time had noted the patient was not getting the pain relief he wanted of the pump. The type of medication being delivered via the device system was not reported. It was later reported the pump had already been disposed of and would not be returned to the manufacturer. The funeral home denied providing the cause of death and if it was related to the device per the death certificate. It was then reported a dye study had been performed on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8,709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).